Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100658454. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Spontaneous deflation is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a device that easily deflated during use. A revision surgery was performed, during which the physician explanted and replaced the pump. No patient complications were reported.